Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump. Additional text: inc power->pump stoppage. Specific component(s) involved: pump drive unit malfunction. Additional text: hmii lvad, p/n 29257, s/n (B)(4). Other component: causative or contributing factor: patient non-compliance in device maintenance/protection. Other cause: intervention(s): none. Other intervention : implant device type: lvad. Malfunction device type:.